Event description:
A catheter fracture was reported; it was noticed when the pump pocket was opened. Reporter indicated that the patient had experienced withdrawal. Drugs delivered via the device were baclofen and morphine. It was later reported that a dye study had been performed on an unknown date. As of the date of this report when the physician opened the pump pocket he found a catheter fracture at the pump connector. The physician cut off and replaced the pump connector; the spinal portion of the catheter remained untouched. The patient was reported to be alive without injury. The patient had experienced underdose symptoms and withdrawal symptoms.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4).